Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.3cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
The device was picking up strange rhythm on some channels. Review of ECG reading showed that the events were atrial rhythm. The ventricular sensitivity was decreased to the point were the atrial events were no longer sensed in the ventricles, but r-waves were still picked up. The patient is being monitored. A lead revision will be considered at the time of device change out, as it is near eri.

Event description:
New information notes that the patient received shocks due to lead noise. Pacing lead impedance and capture thresholds have increased. Decreased sensing was also observed. Clavicular crush was confirmed via fluoroscopy. The lead was explanted.